Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose levels of 33 mmol/l due to possible under delivery of insulin. The customer reported that the blood glucose levels came down from 20 mmol/l to 13.9 mmol/l. The customer experienced symptoms such as nausea, vomiting and abdominal pain. The customer was treated with insulin pump for high blood glucose values. The customer alleged that the insulin pump was under delivering because the customer's blood glucose levels were constantly high. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis. The insulin pump passed the displacement test and high pressure test. The device is not expected to be returned for analysis. Additional device related incidents: insulin pump ( 309037988).